Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had an scs system including a neurostimulation receiver. It was reported that the patient experienced a loss of stimulation from the receiver despite the system amplitude set at the highest setting. The patient stated that he wanted the device removed and replaced with an ipg, therefore, no troubleshooting was performed on the device. The patient will undergo a replacement procedure, but the surgery date is currently undetermined. No further information is available at this time.